Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2023, it was reported that the patient claimed that the sensor was defective back in (B)(6) 2023. He said that his receiver was giving a egv of 40 mg/dl and when he did a fingerstick, the bg was 42 mg/dl. Despite the reading being accurate, the patient claimed that the sensor is defective. The manner in which it was defective was not documented. He passed out and falling down and bumped his head. No other details were documented. Dexcom technical support tried to contact the patient on (B)(6) 2026 and (B)(6) 2026; however, were reportedly unsuccessful in contacting him. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2023, it was reported that the patient claimed that the sensor was defective back in (B)(6) 2023. He said that his receiver was giving a egv of 40 mg/dl and when he did a fingerstick, the bg was 42 mg/dl. Despite the reading being accurate, the patient claimed that the sensor is defective. The manner in which it was defective was not documented. He passed out and falling down and bumped his head. No other details were documented. Dexcom technical support tried to contact the patient on (B)(6) 2026 and (B)(6) 2026; however, were reportedly unsuccessful in contacting him. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 investigation findings - correction h6 investigation conclusion - correction